Event description:
The seal disengaged from the instrument into the pt abomincal cavity when the mesh was introduced and was retrieved without further incident. Procedure: lap hernia pt status: no pt injury reported.